Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion testing due to moisture on the force sensor resistor. Unable to perform prime/a33, occlusion and excessive no delivery tests due to a33 alarm. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer stated they stuck on the fill tubing process and they were unable to exit from the preparing to prime loop. The customer's blood glucose was 467 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated they did not receive a second series of beeps and numbers did not appear on the screen during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.